Event description:
The customer reported the bending section cover of the evis exera duodenovideoscope was split open and two fibers came out. The issue was identified when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the forceps elevator wire was damaged. Also, evaluation found the air/water and suction cylinders were discolored, the suction cylinder, electrical connector ID cover, and scope ID had corrosion due to water leakage, the electrical safety test failed due to a pinhole on the bending section cover, the adhesives around the objective and light guide lenses was discolored and had wear, the connecting tube was cut and wrinkled, and the universal cord had peeled coating. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the strands of the knob wire (k-wire) became snapped due to fatigue breakdown from repeated operation of the forceps elevator, then the k-wire became raised resulting from repeated reprocessing around the forceps elevator or attachment/detachment of distal cover. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection ¿ ¿inspection of the forceps elevator mechanism.¿ endoscope reprocessing manual ¿chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet.¿ olympus will continue to monitor field performance for this device.